Manufacturer narrative:
Device is a combination product.

Event description:
In (B)(6) 2019, a percutaneous coronary intervention was being performed on lesions in the left anterior descending (lad) and right coronary arteries (rca). The left main coronary artery was engaged with 6f 3.5.guiding catheter and the lesion was crossed with a wire. The proximal lad was pre dilated with a 2.75 x 9mm balloon at 14 atmospheres. The lad was stented with a 3.0 x 16mm promus premier select stent at 14 atmospheres. Post dilatation was performed with a 3.0 x 9mm balloon at 20 atmospheres. The rca was then engaged with 6f 3.5 guiding catheter and the lesion was crossed with a wire. The rca was pre dilated with a 2.75 x 9mm balloon at 14 atmospheres. The distal rca was stented with a 3.5 x 38mm promus premier select stent at 14 atmospheres and the proximal rca was stented with a 3.5 x 32mm promus premier select stent at 14 atmospheres. Post dilatation was done with 3.5 x 15mm balloon at 20 atmospheres. Final check confirmed the stents to be well opposed with timi iii flow and good results. In (B)(6) 2019, the patient returned complaining of chest pain. An angiogram confirmed stent thrombosis.

Manufacturer narrative:
Device is a combination product.

Event description:
In (B)(6) 2019, a percutaneous coronary intervention was being performed on lesions in the left anterior descending (lad) and right coronary arteries (rca). The left main coronary artery was engaged with 6f 3.5.guiding catheter and the lesion was crossed with a wire. The proximal lad was pre dilated with a 2.75 x 9mm balloon at 14 atmospheres. The lad was stented with a 3.0 x 16mm promus premier select stent at 14 atmospheres. Post dilatation was performed with a 3.0 x 9mm balloon at 20 atmospheres. The rca was then engaged with 6f 3.5 guiding catheter and the lesion was crossed with a wire. The rca was pre dilated with a 2.75 x 9mm balloon at 14 atmospheres. The distal rca was stented with a 3.5 x 38mm promus premier select stent at 14 atmospheres and the proximal rca was stented with a 3.5 x 32mm promus premier select stent at 14 atmospheres. Post dilatation was done with 3.5 x 15mm balloon at 20 atmospheres. Final check confirmed the stents to be well opposed with timi iii flow and good results. In (B)(6) 2019, the patient returned complaining of chest pain. An angiogram confirmed stent thrombosis. Previously it was reported that stent thrombosis occurred in both the lad and rca but now it is reported that the thrombosed stent was in the lad. The thrombosis was treated with anti-thrombin therapy with heparin and the status of the patient was good.

Event description:
In (B)(6) 2019, a percutaneous coronary intervention was being performed on lesions in the left anterior descending (lad) and right coronary arteries (rca). The left main coronary artery was engaged with 6f 3.5.guiding catheter and the lesion was crossed with a wire. The proximal lad was pre dilated with a 2.75 x 9mm balloon at 14 atmospheres. The lad was stented with a 3.0 x 16mm promus premier select stent at 14 atmospheres. Post dilatation was performed with a 3.0 x 9mm balloon at 20 atmospheres. The rca was then engaged with 6f 3.5 guiding catheter and the lesion was crossed with a wire. The rca was pre dilated with a 2.75 x 9mm balloon at 14 atmospheres. The distal rca was stented with a 3.5 x 38mm promus premier select stent at 14 atmospheres and the proximal rca was stented with a 3.5 x 32mm promus premier select stent at 14 atmospheres. Post dilatation was done with 3.5 x 15mm balloon at 20 atmospheres. Final check confirmed the stents to be well opposed with timi iii flow and good results. In (B)(6) 2019, the patient returned complaining of chest pain. An angiogram confirmed stent thrombosis. Previously it was reported that stent thrombosis occurred in both the lad and rca but now it is reported that the thrombosed stent was in the lad. The thrombosis was treated with anti-thrombin therapy with heparin and the status of the patient was good. It was further reported that the patient was treated with tricagrelor, aspirin and rosuvastatin.